Event description:
It was reported that when the doctor placed the catheter and after he had already removed the needle and stylet, he noticed csf (cerebrospinal fluid) dripping from holes in catheter. They were not able to determine the cause of leak. The catheter was replaced. Pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.